Event description:
It was reported that the procedure was to treat a perforation in the distal right coronary artery. There was also a dissection proximal to the perforation. A 2.8 x 16 mm graftmaster was advanced but could not cross the dissection to treat the perforation. Although it could not be confirmed, the patient may have had coronary artery bypass (CABG) to treat the perforation. The patient is doing fine. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.